Event description:
A remstar pro c-flex+ device was returned to a third-party service center with no initial alleged complaint. There was no report of serious or permanent harm or injury. There was no report of medical intervention. During the evaluation of the device, the device was visually inspected and observed visible foam particles and blower foam degradation was found. The device was scrapped by the service center after the evaluation was completed.